Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient had a left ventricular assist device implanted recently. The patient subsequently got an inappropriate shock. Testing found noise in all sensing vectors. Technical services advised some testing options. Later, the pulse generator and electrode were explanted but not replaced. There were no additional adverse patient effects.